Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus for liver cirrhosis esophageal varices during a hepatic cirrhosis with esophageal varices procedure performed on (B)(6) 2025. During the procedure for varicose veins, when the clip was unpacked, it was found that the tip fell off, dropping on the inner core. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire and with evidence of full deployment. Microscopic inspection was performed and it was noted that a first activation was not performed. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. It was found that the device was returned with evidence of soft deployment and without any activations. This means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus for liver cirrhosis esophageal varices during a hepatic cirrhosis with esophageal varices procedure performed on (B)(6) 2025. During the procedure for varicose veins, when the clip was unpacked, it was found that the tip fell off, dropping on the inner core. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus for liver cirrhosis esophageal varices during a hepatic cirrhosis with esophageal varices procedure performed on (B)(6) 2025. During the procedure for varicose veins, when the clip was unpacked, it was found that the tip fell off, dropping on the inner core. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter address 1, initial reporter city, and initial reporter zip/post code) has been updated based on the additional information received on april 23, 2025. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.